Event description:
Healthcare professional reported deflation against left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of may 2020 through apr 2022 related to date opened indicates that 9 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on june 22, 2022 with lot number 3493681. Visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify two punctured opening in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two punctured opening on posterior and posterior due to surgical damage like.